Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that in the past half a year 47 noise reversion episodes occurred. Additionally noise was noted on the right atrial and right ventricular lead. Lead fracture was suspected and implantation of another lead is planned in the near future. There were no patient consequences. No further information was available.

Event description:
New information received notes that implantation of an additional lead was cancelled. The patient would be remotely monitored via merlin.net as the r-wave could be confirmed. Upon interrogation of a merlin.net transmission it was noted that noise reversion had occurred 14 times and high ventricular had occurred 5 times within 1 month.